Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter that the adapter breaking off while attempting to attach and remove it from the blood culture barrel.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter that the adapter breaking off while attempting to attach and remove it from the blood culture barrel.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR 1024879-2024-00035 was sent in error and is a duplicate of MFR 1024879-2024-00028.